Event description:
A report was received that the patient had an infection at the ipg site. The cause of infection was unknown. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an infection at the ipg site. The cause of infection was unknown. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the symptom of infection was swelling around the battery site. Although the exact cause of infection was not known, it was believed that the infection was acquired in the way the patient was charging wherein they were pressing extremely hard on the battery site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead,70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.